Manufacturer narrative:
Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Manufacturer narrative:
(B)(4). The product sample has been returned for evaluation. One used sample was returned with no packaging. The bushing is detached from the cone adapter. It is also noted that there is a tear or cut in the protective sleeve located 5cm below the cone adapter. The bushing was examined under magnification. There is no visible ring of adhesive residue seen on the outside of the bushing. The components were viewed under uv light. There is visible evidence of an application of adhesive with optical brightener. There is inconsistent coverage of adhesive seen on the components. A risk analysis was completed and based on the likelihood of event occurrence the overall risk remained within the same acceptable range. According to the device history records reviewed for the reported lot number m5348t502, the product met manufacturing procedures and was accepted by quality assurance inspectors. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Halyard received a single report that referenced three different incidences, which were associated with separate units, involving three different patients. This is the third of three reports. Refer to 8030647-2016-00166 for the first patient. Refer to 8030647-2016-00167 for the second patient. It was reported that during (B)(6) the catheter disconnected near the suction button and was stuck in endotracheal tube. It was removed by opening the plastic casing and using sterile tweezers to pull the catheter out of endotracheal tube. No further information provided.